Event description:
The pt's implantable neurostimulator was in a power on reset condition after cardioversion. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).